Event description:
A malfunction was reported on a customer's pump, indicated by a malfunction code "malf 0." There was no adverse impact to the customer's blood glucose level, as the level did not exceed 500 mg/dl. The customer was assisted by technical support to reset the pump, and after resetting, the malfunction code did not recur. The customer was instructed to continue using the pump and to contact support if the malfunction recurred. Replacement of the pump was not necessary.